Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support regarding the occlusion alarm. Customer's blood glucose level was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.